Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, describing rapid glucose declines with significant insulin on board, repeated episodes requiring oral carbohydrate intake and pausing insulin delivery. Symptoms included low blood glucose and associated distress. Outcomes included self-treatment with oral glucose sources and monitoring at a hospital without admission. Investigation included complaint handling, troubleshooting, and user education conducted remotely. Investigation of this case revealed that the cause of hypoglycemia was unclear and could not be linked to a specific device component. It was concluded that the event involved hypoglycemia with an undetermined root cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
A device log review was conducted following reports of recurrent hypoglycemic episodes associated with high insulin on board and rapid glucose declines. Review of device engineering logs for the reported event date confirmed no malfunction alerts, motor errors, factory resets, or irregular dosing behavior. A dexcom g7 sensor was in use at the time of the events. Analysis of cgm trends and insulin delivery data demonstrated that the ilet responded to cgm values as designed, adjusting insulin delivery appropriately and issuing alerts as intended. There was no evidence of inaccurate insulin delivery relative to delivery requests. The reported hypoglycemic events could not be attributed to device malfunction, and no device deficiency was identified during log review.